Event description:
It was reported that the right ventricular lead exhibited intermittent and loss of capture. The lead was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of loss of capture was not confirmed in the laboratory. Lead was cut and returned in two pieces. No anomaly was found.